Event description:
Prior to use on a patient, it was reported that the shaft of a smart control stent kinked. There was no patient injury as the device was not clinically used. Multiple attempts to gather additional information have been made and have been unsuccessful. Per the visual preliminary product analysis, the stent was received detached and included. The account has confirmed that the correct device was returned under the complaint. However, it was not identified exactly when the damage occurred and it would be hard to clarify at this moment.

Manufacturer narrative:
(B)(4). (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the site reported that the shaft of a smart control stent delivery system (sds) kinked prior to being used on a patient. There was no reported patient injury. When received for evaluation the stent was noted to be deployed. Attempts to clarify when the stent deployment occurred have been unsuccessful. One non-sterile pkg assy 10x060 smart vas120cm was received coiled inside a plastic bag. The stent was noted to be deployed and was received loose inside the bag. The locking pin was not received. Two kinks were observed at 1.5cm and 111cm from ID band. No other discrepancies were found. Functional testing of the deployment process (without the stent) was performed and no anomalies were found. A review of the manufacturing records revealed that this lot of products met specification prior to release. The reported ¿sds - kinked/bent¿ event was confirmed through visual analysis; while the ¿sds -deployment difficulty¿ event could not be confirmed since the stent was already deployed, the locking pin was not received and no anomalies were found during functional testing. The exact cause of the events could not be conclusively determined. However, given that the locking pin was not received with the device, the deployment difficult may have been related to product shipping and/or handling issues. These events do not appear to be manufacturing related. According to the product instructions for use (IFU) users are instructed to examine the device for any damage and to not use it if they suspect that the sterility of performance of the device has been compromised. They are specifically instructed to inspect the distal catheter tip to ensure that the stent is contained within the device and not to use it if the stent is partially deployed. Prior to insertion in the patient, the IFU instructs the user to ensure that the locking pin is still in place since its¿ absence could compromise system performance. With the information available, it is not possible to draw a clinical conclusion between the device and the reported events. Neither the device history record nor the product analysis suggests that the events could be related to the manufacturing process. Therefore, no corrective actions will be taken at this time.